Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during a procedure. It was reported that the irrigation tubing port tore off the catheter handle, causing the irrigation to not be delivered. There was no excessive force noted to have make the tubing separate. The catheter was replaced with a new one from a different model. Procedure was completed succesfully without patient complication. The device is expected to be returned for analysis.